Event description:
Baxter japan reports "tube came off from the pt connector" of the transfer set. This is noted during use with no pt injury or medical intervention reported by the complaint coordinator.